Manufacturer narrative:
The most likely cause for the reported revision due to prosthesis wear, instability, and limited range of motion is a combination of the risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
D10: concomitant devices: unknown. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 103 months after a left total hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear, joint pain, swelling and stiffness, limited rom, loss of mobility, tissue damage, instability, osteolysis, synovitis. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.